Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 134 mg/dl. The customer stated that there is no significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 134 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window and cracked reservoir tube lip.